Manufacturer narrative:
Additional information: there was only to a minor visual deviation in the wire¿s alignment at the catheter tip. It did not interfere with device preparation, did not create resistance, and did not contact the balloon in a way that could cause any damage. The balloon appeared abnormal due to blood staining before use. There was no damage caused to the balloon by the wire. Initial reporter name and phone number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (nc solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (nc euphora) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc solarice balloon, during insertion of the balloon, the standard ptca wire came from an abnormal position on the catheter. The wire appeared slightly misaligned when exiting the catheter, but there was no difficulty inserting the wire into the balloon. There was no damage or leak noted to the balloon but blood staining was observed inside the balloon. No inflation was performed because the balloon appearance was not normal, and it was removed immediately. The lesion being treated was in the right coronary artery. It was not difficult to remove the protective sheath/packaging stylette. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. Resistance was not noted during insertion/advancement of the device and excessive force was not used. The device was inspected after removal from the patient with no kinks or tears noted. The ptca wire was examined and flushed before use with no issues noted. The guidewire lumen in the balloon was flushed before used. The guidewire had been used successfully with other devices. The guidewire was being front loaded through the tip. The same guidewire was used with the replacement device. Another nc solarice balloon of the same size and type was used to complete the procedure with no issues noted. There were no patient complications reported as a result of this event.